Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. At the time of seal & cut output, since nothing was gripped between the grip part and the probe tip (including after the tissue was cut), the tissue pad was worn and partly peeled off. . 2. The tip of the probe came into contact with the non-insulated part due to the wear of the tissue pad. 3. An abnormal ultrasonic amplitude (error code: u509) occurred because the seal & cut output was performed while the non-insulated part was in contact with the probe. In addition, contact traces were formed. 4. It was determined that the error could not be canceled and could not be output. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
The device was returned for evaluation of unknown damage to the device tip making output impossible during therapeutic total laparoscopic hysterectomy procedure. The procedure had been completed without any delay with a new similar device of the same model number. The patient did not need additional anesthesia. There is no harm or adverse impact to the patient. The intelligent tissue monitoring (itm) setting was on during the procedure. Total procedure time was between two to five hours. User of the device was a specialist doctor. Device was inspected prior to use. The connections to the generator were checked. The transducer cords and other medical equipment cords were not bundled together. Upon evaluation of the returned device, it was observed that the device tissue pad was worn and partially peeled off. This medwatch is being submitted for the reportable issue of the peeled tissue pad as observed during device evaluation.

Manufacturer narrative:
Full name of the facility is local independent administrative institution kyoto municipal hospital organization kyoto municipal hospital. The device is returned, and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection of the device, it was observed that the tissue pad was worn and partially peeled off. The user¿s complaint of damage to the device was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.